Event description:
It was reported that, following a convective radiofrequency water vapor thermal therapy procedure, the patient suffered a urinary infection believed to be the result of the rezum procedure. There patient was treated, and no further patient complications were reported.